Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope displayed an s-114 error during reprocessing. A standard service inspection of the customer returned device was performed and it was noted the nozzle was clogged. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the nozzle was clogged; however, the flow was adequate after troubleshooting. In addition, bending section cover glue peeling and loose guide pipe joint were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the clogged nozzle likely occurred from incorrect reprocessing. The specific root cause of this event could not be determined at this time. The following information is stated in the instructions for use: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.